Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the battery was replaced two or three times as it wasn't charging. The patient used a different outlet and it went up to 70%, and was working fine now.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(4) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they saw a new neurologist yesterday. They checked the battery under their collarbone, and it said 0%. They were told that someone from the company should come out immediately, as something might be wrong with the electrodes. The patient said the night before, they used their drape and recharged their ins for 24 hours, and it was up to 88 percent, but today, it was showing 0%. Pss worked with the patient to try using the recharger app and charger, and the patient reported seeing: ¿battery very low. Recharge the neurostimulator battery. The battery is too low to provide therapy.¿ the patient restarted their recharger and the handset, turned wi-fi off, toggled bluetooth and location off and back on, and repositioned the charger several times but unsuccessfully synced the equipment to confirm they were charging. After several more attempts to reposition the charger, the patient reported seeing the message: ¿my battery is at 0 percent; my therapy is on¿. Pss reviewed some recharging best practices and recommended the patient continue to charge their implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to address the issue further. Pss offered to email the manufacturer representatives¿ field in the area to coordinate an appointment with the patient at the doctor's office.